Event description:
It was reported that the user experienced a low blood glucose of 45 mg/dl while using the ilet bionic pancreas, requested assistance regarding a potential factory reset, and received education on announcing meals per trainer guidance. Customer care provided support that included complaint intake, and transferring user to clinical support specialist. Investigation of this case revealed no device malfunction reported and identified user behavior of not announcing meals as a potential contributor. Symptoms included hypoglycemia with blurry vision. Outcomes included recovery to in-range glucose after oral glucose intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.